Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG electrodes, therapy electrode pads and garment straps. The patient reported that she notified her doctors and nurses and they had used (B)(6) on the area, but it did not help. The patient reported that cleaning the electrodes and changing her garments more often helped and the rash had improved.